Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. At the time of the report, the customer was still hospitalized, however indicated the issue was resolved and no permanent damage was sustained. Reportedly, the customer reverted to manual injections for insulin therapy.